Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use at the time of event occurrence. A philips remote service engineer (rse) analysed the system log files. The analysis identified error indicating that fluoroscopy was not possible. The philips field service engineer (fse) inspected the system on-site and found that the power distribution unit (pdu) was defective, as indicated by unlit leds on the mdy (sibbox) and ny16 components. The fse replaced the faulty pdu and sent it back to philips for further analysis, which confirmed that the power supply unit malfunctioned due to electrical overstress. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not start up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.